Manufacturer narrative:
H3:product analysis:evaluation didn't reproduce the reported malfunction of accessory is not stuck tight and the drill bit shakes. It was noted also that tube is worn, bearings are fractured and corroded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before operation, accessory is not stuck tight and the drill bit shakes. At the time of report there was no patient involvement.